Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's therapy has "not helped much since she was implanted" and that which the patient's healthcare provider (hcp) had thought the device would help with the patient's interstitial cystitis the patient has "had it up to 5" and it seemed like it was causing more problems than helping. The caller indicated that the patient thought they had gotten some relief from the device, but then indicated that they think the patient has had more problems with pain, cystitis, and bladder infections compared to prior to implant. When asked about onset of the reported issues the caller indicated that the first few weeks seemed like they went well when the patient had it set on 2, the caller had them increased to "3 or 4" and all of a sudden the patient experienced bladder pain which the caller thought was because of the unit. For the next few weeks the caller changed the settings, but the pain worsened so thinking that the patient may have a bladder infection the patient was taken to the ER and placed on antibiotics for 10 days. After the antibiotics were completed the "pain came back with a vengeance" and the caller indicated that it was hard to distinguish if the issue was the patient's interstitial cystitis or an actual infection so the patient went back to the ER. The caller indicated this went on for 8 weeks and every time the patient finished the antibiotics the pain would come back. After labs were taken it was determined that the patient had "some bacteria, but not enough to warrant a bladder infection" so they think it was the cystitis problem. The caller then indicated that about 2 months prior he "set it on 1 and we started changing her diet and since [he] know it was probably the [cystitis] and not an infection [he has] been watching her diet." The caller indicated that it has been better and while the patient still gets some pain the "peridium" pretty much takes care of it. While meeting with the patient's hcp the caller indicated that they had been advised that a manufacturer representative (rep) check the ins battery, but the caller did not want the rep to "disrupt anything" as the caller did not want the patient to have pain again so the caller did not want any settings changed. Stimulation was confirmed to be turned on at the time of the call and the caller was advised to continue working with the patient's hcp. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.